Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer posted complaint on twitter regarding infusion set tubing that separated from the luer lock. "This is 7th time since march this has happened." No adverse event reported. Customer does not indicate which transfer set is being used, so a tenderlink transfer set (product/size/length chosen randomly) is being logged. Unclear if any material will be sent in for investigation.